Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to the damage of the device, however the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an abnormal image due to damage on the ultrasonic cable, causing the number of missing elements to exceed the standard value. Additionally, noise was observed on the image, causing the image to disappear at an angle due to damage on the ultrasonic transducer. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the bending section cover. It was also observed that the specified resolving power was not obtained due to damage on the charge-coupled device unit. Additionally, several sound lines were broken. It was observed that the light guide tube and the universal cord had a wrinkle due to deterioration or due to excessive bending. It was also observed that the control section was corroded by liquid intrusion. It was observed that the protector was aging. It was also observed that the acoustic lens was chipped, detached, and blackened due to physical stress causing a defective display of the ultrasound image. It was observed that the insulation resistance value did not meet the standard value due to peeling on the acoustic lens. Lastly, it was observed that the image guide protector was dirty due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasonic bronchofibervideoscope had an abnormal image. The reported issue occurred during the inspection after an unspecified ultrasound examination. The procedure was completed with the same set of equipment without delay. There was no patient/user harm or injury reported due to the event.